Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 128 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pumps black box revealed cs 128 replace battery alarms observed on the date of the event due to unacknowledged cs 162 and discharged battery installation. There were no drastic voltage fluctuations observed in the black box history. The pumps current draws were within specification. Unrelated to the original complaint, the battery compartment was observed to be cracked along the left side of the bumper pad, extending from the case seal towards the threads. There was no moisture observed in the battery compartment. The pump case was removed and there was no intermittent condition or moisture found inside the pump.